Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the device was returned clean. A partial circumferential shaft break was noted at the proximal butt joint. However the polyimide appeared to be intact. The edges of the break were examined under magnification and the edges of the break were jagged. The catheter was kinked. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kinks. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it passed without issue. No further functional testing could be performed due to the break at butt joint. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential break at the butt joint. The investigation is inconclusive for sheath retraction issues, as no signs of retraction issues were observed on the returned sample and functional testing could not be performed due to the poor sample condition. It is likely that excessive force attempting to retract the balloon through the sheath caused the catheter break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a tortuous subclavian vein, the health care provider (hcp) allegedly had difficulty removing the pta balloon through the 6fr sheath post inflation. The pta balloon was exchanged over the guidewire for another balloon. Reportedly, the hcp had difficulty deflating the second balloon, post inflation. During removal the pta balloon was difficulty to retract and started to accordion at the introducer sheath; therefore, the balloon and sheath were removed as one unit. The subclavian vein was reported to be paten with good blood flow post angioplasty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.